Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited an issue where it was suspected a defective contact point. This occurred during installation. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed due to poor cable connection in addition, the following reportable malfunctions were identified during the device evaluation: poor image quality. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective contact point due to a poor cable connection and image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.